Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an extrusion of the receiver-stimulator. The patient was also hospitalized (specific date and duration not reported) and treated with IV antibiotics and corticosteroids (specific date and duration not reportable). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report.